Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. A potential root cause for this failure mode could be due to collapse lumen under the inflation sac. The device did not meet the specifications, and was influenced by the reported failure. The product used for diagnostic purposes. The failure was caused by the misuse of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warning] 1. Method for use. (1) do not inflate the balloon in the urethra.[the urethra may be injured.] (2) do not pull the catheter hard.[the bladder/urethra may be injured] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged] [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petroleum and animal oils). [They may damage he device and may burst balloon]. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver-containing catheter.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter difficult to deflate. It was noted that not more than 7 cc of water drained out and eventually the catheter was pulled out and removed. Per additional information received via email from the ibc on 06oct2020, there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate. Not more than 7 cc of water drained out, and eventually the catheter was pulled out and removed. Per additional information via email from ibc on 06oct2020, there was no impact to patient.